Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test due to faulty force sensor system. The pump was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The pump was received with normal operating currents and passed unexpected error test. The pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 168 mg/dl at the time of the incident. The customer stated that when he primed his pump, he received a steady stream of insulin dripping out without stopping. The customer stated that the drive support cap appeared normal. The product was returned for analysis.